Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/56 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: outwith the old: single center experience with transvenous extraction of leads older than 15 years. Pacing and clinical electrophysiology. 2024;47:977¿979. Doi: 10.1111/pace.14989. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding transvenous extraction of leads. The extractions were split between two groups; one group was extracted leads greater than fifteen-year dwell time and the other were leads extracted less than fifteen-year dwell time. Indications for lead removal were infections, lead failure, occlusion, and other unknown reasons. The authors described one patient in the older lead dwell time group who had two leads extracted and experienced a right atrial appendage perforation. Immediately after removal of the right atrial lead, hemodynamic changes were noted which required the use of a rescue balloon, emergent pericardiocentesis, and surgical repair. There were patients in the other group with a shorter dwell time that experienced complete heart block, superior vena cava (svc) tear, hemothorax, right ventricular (rv) perforation, massive pulmonary embolism, and pneumothorax. The status of the leads is unknown. No additional adverse patient effects or product performance issues were reported.